Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is generating transducer fault alarms. The transducers were calibrated and the exhalation pressure transducer failed the calibration. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the vela main printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was confirmed through the events logs but not duplicated. No root cause could be determined.